Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient reported symptoms of chest pain and dyspnea. Loss of capture, noise, and lead dislodgement were also noted on the right ventricular lead. The lead was repositioned and during procedure, the helix was unable to be extended so the lead was explanted and replaced. Further information was requested but not available.